Event description:
It was reported that plastic part of the white cup impactor handle model #2101-0200 cracked upon impact.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding plastic handle fracture involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was in used condition. No gross fracture of the plastic handle was apparent however the plastic handle exhibited toggling between the handle and the shaft suggesting the interface has been damaged by impaction. The combination of impaction and toggling will subsequently propagate cracks in that area of the handle. In addition, the first thread of the end was noted to be damaged. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: although the handle did not exhibit any visible cracks, it did exhibit toggling between the handle and the shaft suggesting the interface has been compromised. The combination of impaction and toggling will subsequently propagate cracks in that area of the handle. As such, the reported event was determined to be a known design issue addressed by a design change. The subject device was manufactured prior to the design change. In addition, the first thread of the end was noted to be damaged.

Event description:
It was reported that plastic part of the white cup impactor handle model #2101-0200 cracked upon impact.